Manufacturer narrative:
(B)(4) no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a right hip revision. The patient fell and disassociated the implant from the pelvis. The triflange screws had started to rip out from the pelvis following the fall. No known revision has taken place. Attempts have been made and no further information has been provided.